Manufacturer narrative:
This report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows foreign debris within the sterile packaging. The seal was still intact when the product was returned. The ftir analysis of the debris found that it is consistent with cellulose. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the likely condition of the product when it left zimmer biomet was non-conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that debris was found in the sterile package. Attempts have been made, and no further information is available.